Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is based on the customer report of "end of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿signal loss¿ issue was reported with the adc device. As a result, the customer was unable to obtain sensor scans and no low glucose alarm was available on the sensor. The customer experienced a seizure and was treated with fruit juice by a third party for the reported issue. There was no report of death or permanent injury associated with this event.